Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During evaluation of an electronic patient record from a customer's device, it was observed that the device had powered off during use on a patient. The device had been powered on and had detected a patient connection, performed an analysis, and advised to administer a shock. Then the device prompted to replace the battery and a power off was registered. The owner of the device was contacted to obtain more information regarding the event. The patient was found in the street (unwitnessed collapse) and she was provided with CPR by bystanders. The device owner arrived with their device after 2 or 3 minutes and connected the device to the patient. The device analyzed, advised to shock but before the shock button was pushed the device automatically powered off. The device's readiness display showed 1 bar for the battery's capacity. The user immediately restarted the device but the device again gave a battery replacement prompt in the screen. An ambulance crew took over and continued to treat the patient. The doctor injected the patient and an unknown number of shocks were administered. The patient was transferred to the hospital. There was patient use associated with the reported event. The patient's outcome is unknown.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The battery in the device was depleted. The device would therefore show the message 'replace battery' and would then power off. The installed battery was from 2007 and had been depleted normally. With a known good battery installed, proper device operation was confirmed through functional and performance testing. The device was returned to the customer. The customer will purchase a new battery and install it in the device. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery's charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery.